Event description:
The customer stated that that the frame of the chair is bent preventing the chair from unfolding fully.

Manufacturer narrative:
The customer stated that that the frame of the chair is bent preventing the chair from unfolding fully. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.